Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon was having trouble during phacoemulsification and pulled the tip out of the eye and noticed that the tip was broken. The piece of tip was removed with no patient harm reported. Additional information and product sample have been requested.

Manufacturer narrative:
One tip was received and visual inspection was deemed nonconforming. The tip is broken at the second bend back from the distal end. The wall thickness is even and the break slightly jagged. A surgical film is occluding the inside diameter just ahead of the break area. There is a slight bend at the transition, with a grip mark on the diameter at that location. All tips are 100% visually inspected by trained operators using 30x magnification. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The exact cause for how the tip became broken cannot be determined from this evaluation. The visual inspection does indicate the tip has seen use with the tip being slightly bent from handling. The manufacturer internal reference number is: (B)(4).